Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printer was not configured as intended. A technical support specialist reset and configured the label printer resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary label printer did not configure, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.